Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystourethrocele and stress urinary incontinence. The patient underwent partial mesh removal on (B)(6) 2009 due to mesh exposure. The patient underwent mesh revision/removal on (B)(6) 2008. The patient had anterior colporrhaphy and mesh with subsequent repositioning on an unspecified date.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, vaginal scarring and anxiety. It was reported that the patient underwent mesh revision with partial removal and cystoscopy on (B)(6) 2008 due to urinary retention and pelvic pain. It was reported that the patient underwent partial mesh (as written) on (B)(6) 2009 due to mesh exposure. It was reported that the patient underwent removal of mesh on left side on (B)(6) 2011 due to pelvic pain radiating to vagina, pelvis and left suprapubic area. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 06/06/2016. It was reported that following insertion the patient experienced discomfort on the left pelvic area. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, nocturia, and urgency.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence.